Manufacturer narrative:
Section a4, a5 and a6: unknown/ not provided. Section d6b: if implanted, give date: unknown/ not provided. Section e1: reporter: first/given name: unknown/ not provided. Section e1: reporter: middle name: unknown/ not provided. Section e1: reporter: last name: unknown/ not provided. Section e1: reporter: email address: unknown/ not provided. Section e1: reporter: address: address - line 2: unknown/ not provided. Section e1: reporter: address: state, province, or territory: unknown/ not provided. Section e1: reporter: address: telephone number: unknown/ not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient experienced postoperative complaints following the implantation of odyssey intraocular lens (iol) with 21.0 diopter intraocular lens in the right eye. Reported symptoms included blurred vision, overlapping vision, and significant light glare at night. The initial procedure was selected due to insufficient near vision after a previous surgery with a pure-san lens. At the one-day follow-up, the patient reported a visual acuity of 1.0 and a postoperative spherical equivalent of +0.25 (target: -0.14, barrett), with vision described as visible but hazy. At the two-week follow-up, the same visual acuity and spherical equivalent were recorded, and the patient continued to report haziness, overlapping vision, and severe night light glare. Due to ongoing discomfort, an exchange procedure was performed, replacing the original lens with a puresee iol with 21.5 diopter lens (target: -0.49). The issue was identified during post-surgery check-ups. There are no reported cases of harm to the patient or users. No further information was provided.